Event description:
It was reported that the patient's right ventricular (rv) lead exhibited far p wave oversensing. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.

Event description:
New information received noted that the programming changes were made and patient continued to be monitored. The patient was stable throughout.